Event description:
Hosp reported during a contrast dye injection procedure using a medrad injector system, the horizontal arm that held the injector head assembly broke and dropped the head assembly from the mount. The mounting and interface cabling kept the injector head from dropping completely to the floor. The user discontinued use of the injector and the pt was not harmed. Biomedical found cracking on similar arm and reported both to MFR.

Manufacturer narrative:
The original MFR of this product has made several improvements to address this issue. The internal mechanism of the cracked horizontal arm assembly prevents any part of the arm from falling, even in the worst case of a crack having completely propagated around the arm, thus ensure that the system fails without any potential for operator or pt injury.